Event description:
Information received from the patient via the manufacturer's representative reported that their implantable neurostimulator (ins) was overdischarged (od). It was noted that the patient had major surgery a year ago and had not used or turned on the ins since. The manufacturer's representative met with the patient where a trickle charge was attempted but was unsuccessful. The patient went home with trickle charge instructions (which they understood). Additional information received on (B)(6) 2016 from the patient reported that in (B)(6) 2014 they developed a condition where the l5 vertebrae slipped. The patient had major back surgery including a fusion and placement of metal rods at l5 and s1. After the surgery the patient was told by their doctor not to use their ins which was fine because the pain had gone away following surgery. The patient noted that the pain then returned and they met with the manufacturer's representative where it was found the ins was dead. Additionally, the patient stated that they were able to get off all the narcotics they were on (fentanyl and oxycodone) but now had to go back on opioids for the pain. Follow up information reported that the patient had met with the representative 3 times to re-start the ins battery but it "just wouldn't go". They felt that it had probable been dead too long. The patient was discussing options with friends (who are anesthesiologists) and was looking into replacing the battery with a non-rechargeable model or just removing the system entirely so they could have an MRI if they needed one. The indication for use for the implanted device was noted as radicular pain syndrome (radiculopathies). If additional information is received, a follow up report will be sent.

Event description:
It was also reported that the doctor mentioned to the patient a new trialing system as an option to try but they had not decided how to proceed at the time of report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.